Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number c59243, for permanent sterilization. Doctor was unable to place the device in first tube because of tubal spasm. Doctor removed catheter and the ball tip of the device got stuck in the tube. Doctor removed catheter and this caused the essure device to stretch. Eventually, the doctor was able to removed the device intact. Doctor converted to a laparoscopic tubal ligation. There was no injury for the patient and events were resolved on the same day. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that doctor removed catheter and the ball tip of the device got stuck in the tube. Doctor was able to removed the device intact and converted to a laparoscopic tubal ligation. This event, seen as embedded device, is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation or uterine embedment, mainly during insertion. Since the reported event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow up 03-may-2016: quality-safety evaluation of ptc (B)(4) (lot number c59243, production date 20-may-2014, expiration date 31-may-2017). Damages in the device may have been caused by the tubal spasm. A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that doctor removed catheter and the ball tip of the device got stuck in the tube. Doctor was able to removed the device intact and converted to a laparoscopic tubal ligation. This event, seen as embedded device, is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation or uterine embedment, mainly during insertion. Since the reported event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Despite follow up attempts, no further information was obtained.